Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the reported lot number, aa5005f06, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The actual complaint product was not returned for evaluation. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from (B)(6), stating the balloon broke and the enteral feeding device displaced from the stoma site. Medical intervention was required to create a new stoma. No additional information was provided in regards to the patient's status and the outcome of the procedure.